Manufacturer narrative:
Exemption number e2017017. (B)(4). Investigation of the event log showed that the user pressed the hold button during the monitoring scans, which resulted in the scan suspending. User error is the cause of the reported event. The system works as specified. Siemens advised the customer of investigation findings and was given information to avoid a recurrence in future. Considering this, no further corrective action is initiated.

Event description:
Siemens was notified on (B)(6) 2017 that a female child patient weighing (B)(6) kilograms was sedated, given contrast media and the planned cardiac flash scan did not start. It is reported that the diagnosis was delayed and the possible negative impact to the patient is unknown. However, there is no report of injury or mistreatment to the patient at this time.